Event description:
The customer reported that none of the buttons on the front of the device were functioning. There was no report of pt harm or involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.